Event description:
Pump declared cartridge alarm 6 was reported without causing the customer¿s blood glucose level to exceed 500 mg/dl, remaining within the normal range. The customer replaced the cartridge and the alarm did not recur after loading a new cartridge. Pump resumed normal operation, and the caller resumed insulin therapy.